Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 326, 305 and 409 mg/dl. The expected fasting blood glucose test result range is 150-230 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting and produced a test result of 215 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer was transferred for assistance with e-3 error, while troubleshooting we obtained a reading of 215 mg/dl non-fasting. Customer was comfortable with result, however, mentioned feeling uncomfortable with a few readings in the past. Customer also mentioned a 55 mg/dl non-fasting due to overmedication (not related to these high readings) and she felt shaky, did not seek medical attention. Customer states she ate some peanut butter and she felt better after.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 326, 305 and 409mg/dl. The expected fasting blood glucose test result range is 150-230mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a blood test was performed non-fasting and produced a test result of 215mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer was transferred for assistance with e-3 error, while troubleshooting we obtained a reading of 215mg/dl non-fasting. Customer was comfortable with result, however, mentioned feeling uncomfortable with a few readings in the past. Customer also mentioned a 55mg/dl non-fasting due to overmedication (not related to these high readings) and she felt shaky, did not seek medical attention. Customer states she ate some peanut butter and she felt better after.